Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the hard drive, the general purpose operating system printed circuit board and reloaded the system software and calibration files. The system was tested and operates as intended.